Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory'), genital haemorrhage ('she bled for a month') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vulvovaginal pain ("vagina hurt a lot"), abdominal pain upper ("stomach hurt a lot / stomach kept hurting/ gi conditions"), coital bleeding ("she bled a lot during intercourse"), pyrexia ("fever"), amenorrhoea ("she did not have a period / her menstruation went away for three months"), abdominal distension ("stomach is swollen"), menorrhagia ("my bleeding is too much"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("pelvic pain/ chronic"), back pain ("back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions/ probs"), fallopian tube cyst ("tumors/tubo-ovarian"), visual impairment ("vision problems"), weight fluctuation ("weight gain/weight loss"), vaginal infection ("vaginitis") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, seizure, vulvovaginal pain, coital bleeding, pyrexia, amenorrhoea, menorrhagia, abdominal pain, vaginal haemorrhage, pelvic pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, fallopian tube cyst, visual impairment, weight fluctuation, vaginal infection and vaginal discharge outcome was unknown and the abdominal pain upper and abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, amenorrhoea, coital bleeding, genital haemorrhage, menorrhagia, pyrexia and vulvovaginal pain with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, female sexual dysfunction, headache, hormone level abnormal, migraine, nausea, nervous system disorder, pelvic inflammatory disease, pelvic pain, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: plaintiff has been informed that she needs a removal of the essure device. Patients had transient proceed, tubo-ovarian. Patient received treatment for events-pelvic pain female, abdominal pain, back pain, dyspareunia, dysmenorrhea, apareunia, fatigue, gi conditions, hair loss, dental problems, hormonal imbalance, migraines, headaches, nausea, neurological disorder, seizures, tumors, vision problems, weight gain/weight loss, vaginitis, pelvic inflammatory disease, vaginal discharge quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received: previously reported event- pain nos was replaced with newly added events- pelvic pain female, back pain, dyspareunia, dysmenorrhea, apareunia, fatigue, hair loss, dental problems, hormonal imbalance, migraines, headaches, nausea, neurological disorder, seizures, tumors/tubo-ovarian, vision problems, weight gain/weight loss, vaginitis, pelvic inflammatory disease, vaginal discharge, device monitoring procedure not performed. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.